Manufacturer narrative:
Hill-rom rep called and spoke with the nurse for clarification on the allegation of self-run. The nurse stated that the head of the bed up and down functions were operating on its own. The head section of the bed lowered and the end of the bed rose putting the pt on an incline causing the pt to slide down toward the head section feeling like they were pinned up against the wall. No alleged injury reported. The pt did not have to seek any add'l medical treatment outside of pre-existing treatment. The bed was taken to hill-rom service ctr and the issue could not be duplicated. Based on this info, no further action is required.

Event description:
The account reported the head of the bed was operating on its own. The bed was located in room 218 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).